Event description:
On (B)(6) 2012 the reporter contacted animas alleging that for the past 3-4 days he has noticed intermittent delayed response with the ok button. When he goes to wake up the pump by pushing the ok, he needs to push it two times before it responds. There is reportedly no damage to the keypad. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the complaint regarding the ok keypad button malfunction could not be duplicated. All keypad buttons were responsive when tested. The keypad cover was removed for investigation and revealed contamination under all the button contacts.